Event description:
It was reported that a perforation, pericardial effusion (pe) and cardiac tamponade occurred. The procedure was cancelled. During an atrial fibrillation procedure, a versacross connect for faradrive and a faradrive steerable sheath clear were selected for use. The physician went to do transeptal as usual. The versacross wire was advanced to superior vena cava (svc) and then faradrive. The physician confirmed it was a good thin mid mid stick, anterior was too thick and proceeded to radio frequency for transeptal. It was noted right away that the wire positioning was very off and appeared to be in pericardial space or aorta. Transeptal on intracardiac echocardiography (ice) looked very good and not too posterior or anterior. The physician felt good with positioning and then advanced the sheath across using ice. The physician was unable to aspirate back any blood and at the same time anesthesia stated there was a sharp drop in blood pressure. The faradrive was pulled back into right atrium and performed pericardiocentesis. However, the physician could not get the drain in. There was no difficulties visualizing versacross wire and 1 mm tip was tenting on septum. The physician did state that patient heart was a bit rotated. Effusion was seen on posterior side on tee and ice. No fluid was drained, failed pericardiocentesis. Physician did not state any comment on why effusion occurred. Transeptal stick was likely at mid anterior. Act was therapeutic. There was no damages noted to faradrive sheath. The patient remained intubated and was transferred to intensive care unit. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has been received for analysis. Upon receipt at our post market quality assurance laboratory, analysis of the returned sheath found no irregularities other than the valve deformation. However, due to the valve deformation, leakage testing was unable to be performed, thus the leak unable to be confirmed. Additionally, investigation of the device has revealed that an external and internal hemostatic valve deformation were noted in the sheath which deemed to be due to prolonged dilator insertion during transportation or device storage. The complaint allegations were not confirmed through product analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained yet. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a perforation, pericardial effusion (pe) and cardiac tamponade occurred. The procedure was cancelled. During an atrial fibrillation procedure, a versacross connect for faradrive and a faradrive steerable sheath clear were selected for use. The physician went to do transeptal as usual. The versacross wire was advanced to superior vena cava (svc) and then faradrive. The physician confirmed it was a good thin mid mid stick, anterior was too thick and proceeded to radio frequency for transeptal. It was noted right away that the wire positioning was very off and appeared to be in pericardial space or aorta. Transeptal on intracardiac echocardiography (ice) looked very good and not too posterior or anterior. The physician felt good with positioning and then advanced the sheath across using ice. The physician was unable to aspirate back any blood and at the same time anesthesia stated there was a sharp drop in blood pressure. The faradrive was pulled back into right atrium and performed pericardiocentesis. However, the physician could not get the drain in. There was no difficulties visualizing versacross wire and 1 mm tip was tenting on septum. The physician did state that patient heart was a bit rotated. Effusion was seen on posterior side on tee and ice. No fluid was drained, failed pericardiocentesis. Physician did not state any comment on why effusion occurred. Transeptal stick was likely at mid anterior. Act was therapeutic. There was no damages noted to faradrive sheath. The patient remained intubated and was transferred to intensive care unit. The device is expected to be returned for analysis.